Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 18.3 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Alarm during prime a33 test at 4 pounds due to moisture damage at connector. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing back address label and missing end cap sticker.